Manufacturer narrative:
Citation: zadrozny m, et al. Tavr in nonagenarians: an analysis investigating safety, efficacy, symptomatic improvement, and long-term survival. J cardiol. 2021 jul;78(1):44-50. Doi: 10.1016/j.jjcc.2021.01.016. Epub 2021 feb 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and efficacy of transcatheter aortic valve replacement (tavr) in patients aged 90 years and older. All data was collected from a single center registry between january 2013 and december 2018. Of the 2,336 patients included in the study population (predominantly female, mean age 81.3 years), 229 underwent tavr with the medtronic corevalve. No unique device identifier numbers were provided. Among all patients, estimated survival rates at twoyears after tavr were 62.8% in nonagenarians (= 90 years of age) and 76% in the younger patients (<(><<)> 90 years of age), respectively. No statement was made suggesting a causal or contributory relationship between corevalve and the deaths. Among all patients, adverse events included: conversion to surgery; annulus rupture; pericardial effusion; valve dislocation; need for permanent pacemaker implantation; peri-procedural myocardial infarction; stroke (peri-procedural or within thirty days of tavr); paravalvular aortic regurgitation; peri-procedural drop in hemoglobin; and vascular complications (major or life-threatening bleeding). Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the corresponding physician/author stated there were no complications related to core valve that he was aware of as this was not the objective of the study and he and his co-authors did not perform an analysis investigating the relationship between complications and implanted valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.